Event description:
A customer reported a problem with a cartridge alarm, specifically alarm 30. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl during the event. The customer was assisted by technical support in properly loading a new cartridge, successfully resumed insulin therapy, and the issue was resolved.